Event description:
It was reported that a pyrenees torque limiting handle was observed to be cracked during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
It was reported that a pyrenees torque limiting handle was observed to be cracked during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Manufacturer narrative:
Visual inspection confirms that the handle is fractured. There is a cut in the handle. The handle still engaged and disengaged with the driver properly. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. This device was manufactured in nov-2010 and was 11 years old at the time of reported event. The most likely cause of the reported event was determined to be due to normal wear from extended use. Material integrity can be compromised due to age. An accident or improper usage/cleaning may have contributed to the event, but could not be confirmed.